Event description:
Near the end of a robotic gastric bypass surgery, the bed tipped (with the patient on it) and the end where her head was hit the floor. The skytron bed was in reverse position with the head piece on the foot, but my understanding is that the bed should support 500 lbs in that position. The patient only weighed about (B)(6). Fortunately, several staff members came into the room and forced their weight on the opposite end of the bed to get it back down to the floor. The patient and staff appear to be uninjured.